Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the malfunctions of stripes appeared on the image and e226 (scope communication error) occured due to a communication failure caused by a defective cable. The event can be [detected/prevented] by following the instructions for use which state:  ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The evaluation found that error e226 (scope communication error) was found with horizontal stripes in the image which was due to a defective cable. Additional findings included: the cable was bent. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the cable was bent and there were stripes in the image on the insufflation unit. The issue was found during reprocessing. There were no reports of a delay or patient harm.